Event description:
The manufacturer received information alleging a ventilator's screen would not turn on. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's lcd screen was observed. The device's lcd screen and system board were replaced to address the issue.